Event description:
Four endeavor sprint over the wire drug eluting stents were implanted in the prox rca. A staged procedure was carried out one month post the index procedure; an endeavor sprint over the wire drug eluting stent was implanted in the prox lcx. At the 3 month, 6 month and 9 month follow ups the patient's angina status was reported as class I as per the (B)(4). Approximately 9 months post the index procedure the patient suffered angina, revascularization was carried out with the implantation of stents to the rca and the cx. The investigator has indicated the event was probably related to the study device. It is reported that 2 days post the revascularization the patient suffered a myocardial infraction and the following week the patient suffered a second myocardial infraction, pci revascularization was carried out. Approximately 10 months post the index procedure the patient experienced anterior septal ischemia, ptca revascularization of the mid lad, left main and circumflex was carried out. The investigator has indicated the events were not related to the study device. (Reference MFR report #s 9612164-2012-00199, 9612164-2 012-00200, 9612164-2012-00201, 9612164-2012-00202 and 9612164-2012-00203).

Event description:
It has been confirmed that during the previously reported revascularization carried out post angina, four other brand stents were implanted in the cx and the rca. A pci revascularization was carried out 3 days post the initial mi during which an endeavor over the wire stent was implanted in the left cx and a non-medtronic stent was implanted in the 1st obtuse marginal. During the pci revascularization carried out on the same day as the second mi an endeavor over the wire stent was implanted in the left cx, and a non-medtronic stent was implanted in the left main and in the lad. The previously reported anterior septal ischemia has been updated to coronary artery disease, there was a balloon only revascularization of the lad and the cx carried out on the same day. (Reference MFR report #s 9612164-2012-00199, 9612164-2012-00200, 9612164-2012-00201, 9612164-2012-00202, 9612164-2012-00203 and 9612164-2012-00231).

Manufacturer narrative:
Inherent risk of procedure (myocardial infraction and revascularization) (B)(4).

Event description:
Clinical evaluation committee (cec) have adjudicate that a stent thrombosis occurred approximately 9 months post the index procedure, on the same day as the second myocardial infarction previously reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent thrombosis). (B)(4).